Event description:
It was reported to boston scientific corporation that rotatable oval snare was used during polypectomy procedure on (B)(6) 2010. According to the complainant, outside of the patient during preparation, the physician noted that the snare loop could not be extended- the handle was stuck. When the physician applied additional force, the handle of the device broke; it could still slide back and forth freely, but it would not extend the snare loop. The physician was able to use another rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Follow up with the complainant confirmed that there were no kinks or bends in the catheter, only that the loop would not extend upon handle actuation. This event has been deemed a reportable event based on the product analysis results- catheter sheath detached from handle.

Manufacturer narrative:
(B)(4) relates to (B)(4) for loop wire failed to advance. (B)(4) relates to (B)(4) for device deployer (handle) break. This code was chosen based on information obtained from the complainant and it does not reflect the returned device analysis. The returned device presented with the catheter sheath detached from the handle mechanism, which prevented the snare from retracting and extending as intended. Analysis of the catheter sheath found that the proximal end of the catheter was flared out, which resulted in the detachment. The condition of the returned device was consistent with the complaint event of unable to advance the snare loop wire. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.